Event description:
It was reported that when using the bd pyxis¿ medstation¿ es remote manager attached to the refrigerator repeatedly failed when user retrieved medications. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the remote manager attached to the refrigerator repeatedly failed when user retrieved medications. A field service engineer (fse) arrived on site and coordinated with pharmacist to inspect multiple stations, including the ER fast track unit, which was found stuck on windows updates. The fse rebooted the station and allowed updates to complete, resolving the prolonged inactive state. The fse replaced the latch assembly, corrected loose wire connections, and verified proper operation. The fse then informed pharmacist leadership via health sight viewer and closed the case after confirmation. The system functioned as intended after field service engineer repaired the device.